Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. A sample was received for evaluation. The product sample consisted of a mahurkar 11.5. After visual inspection, a hole on the venous extension tube was found. During a functional test (underwater test), bubbles were detected coming out from the hole on the extension venous tube. The arterial lumen did not present bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before operating the device. Do not use catheter if it is crushed, cracked, cut, or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing: change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adapter and hub. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was more likely damaged during use. The most probable root cause can be due clamping or the device may have come into contact with a sharp object. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing which would identify a hole in the device. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the patient received a temporary port-a-cath for hemodialysis. Later on the same day in dialysis, the nurse claimed that the catheter was leaking and refused to use it. The nurse claimed there was a hole in the catheter just below where the hub would be to attach tubing. The catheter was j-wired and replaced.